Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon inspection, the connection stick is broken off from the adapter body, verifying the reported concern. A device history review was performed for lot 2502505, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Retained samples of the same lot were used for additional evaluation. The product was thoroughly inspected, no defects were observed within any of the samples. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. All results were reviewed for lot 2502505 and no issues were identified related to the reported incident. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It appears the break occurred due to excessive force when engaging the device. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
Pr 13297549 follow up MDR for correction: after submission of suppl. MDR for device evaluation, it was identified the incorrect investigation codes were submitted. Annex c and annex d codes updated to more accurately reflect findings.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: pharmacy technician attached device to IV bag and noticed solution leaking. Upon visual inspection, it appears the device was defective. Complaint noticed: prior to use. Problem frequency: 1st time. Patient injury: no. Qty affected: 1 each.